Event description:
It was reported that the sensors experienced issues and lasted up to 4 days. The blood glucose reading was 130 mg/dl. The customer stated that the insulin pump alarmed sensor errors and that she experienced the insulin pump turning off because of the sensors. She stated that she pulled the sensor out, and the cannula was short and fuzzy with all the wires frayed. She noted that she had gone through 4 different sensors. She did not believe that the sensor cannula broke in the skin, as she had had this issue before. She stated that when she removed the introducer needle, it came out easily, but the position of the transmitter faced a different way. She was advised that the sensors be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed a bicarbonate buffer test per (B)(4). All 3 sensors passed per specifications; failure analysis was unable to perform an insertion test due to that complaint being against the sen-serter. No needle was returned. All 3 sensor cannulas were found bent.